Event description:
It has been reported to philips that fluoroscopy was not possible to be generated. The device was in clinical use at the time of the reported event. No harm has been reported to philips. A philips remote service engineer (rse) checked the logs and verified that the emergency button had been pushed causing fluoroscopy to be unavailable at that time. The system was confirmed to be in good working order.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the fluoroscopy was not possible. Upon functional testing fse analyzed the log files and determined a generator communication error at the same time the emergency stop button was pressed. To resolve the issue fse instructed biomed to reset the emergency stop button. After this, the device was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per IFU if emergency stop button was active than the system will not function at all. The reported issue was occurred since the emergency stop button was pressed by mistakenly and a reset of emergency button resolved the issue which concludes that there was no malfunction of the system. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome. Evaluation method code was corrected.